Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The product was returned to invacare (B)(4). However, no return evaluation was available for review at the time of this investigation; the product was scrapped. However, the complaint can be confirmed from the picture provided by the dealer. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Dealer says one of the scissor arms broke underneath the lift during normal use. Dealer has called tech support and was advised that the piece required can not be ordered. Dealer is looking to get the complete lift covered under warranty. I'm requesting pictures of the broken piece for (B)(6) so he can make an accurate assessment. No injuries were reported.